Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found. The meteralso passed testing and functioned properly; no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The control solution involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the control solution has passed all testing with no faults found. The meter and test strips have also been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the control solution testing outside of specifications. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.